Manufacturer narrative:
The power conversion enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery monitor board was returned to the manufacturer for evaluation. Testing found that the unit functioned as designed. However, it was noted that the laminate on the face plate was peeling off. There were no functional issues with the unit, only cosmetic damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the charger card did not output any voltage. It was noted that the battery trays and charger enclosure were replaced. Additionally, the battery monitor board was noted to have physical damage and was subsequently replaced as well. En passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would power down about three minutes after being disconnected from the viewing station of the imaging system. There was no patient present when this issue was identified. No additional information was provided.